Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to battery has reached end of life. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.